Event description:
It was reported that during a gall bladder procedure, the clips malformed. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.